Event description:
It was reported that, three days after implant, the patient with this artificial urinary sphincter (aus) experienced swelling and pain. It is suspected that the symptoms are related to the procedure and device. The patient was treated with medication. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, three post-implant of this artificial urinary sphincter (aus), the patient experienced swelling and pain. It is suspected that the symptoms are related to the procedure and device. The patient was treated with medication. No patient complications were reported.